Event description:
A malfunction alarm occurred on the pump during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, and therefore there was no adverse impact. The customer attempted to load a new cartridge with technical support guidance, but the alarm persisted, leading to a pump replacement under warranty. The customer was instructed to use manual injections as backup therapy and to return the faulty pump using a pre-paid label within 10 days.